Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 3. The baxter technical service representative (tsr) explained the air alarm. A bag became disconnected and allowed air in. The tsr had them cycle power to get se 2367 and again to get back to start. The home patient (hp) would call the registered nurse (rn) in the morning. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy with new supplies. The sample was not available for evaluation. The call completed. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.